Event description:
It was reported that a 4 gang 4-way nanoclave® stopcock with rotating luer a registered nurse was assessing a patient and noticed the manifold was split in half. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Received one (1) used. List #ac400, 4 gang 4-way nanoclave® stopcock w/rotating luer; lot #unknown. The sample was observed to be broken in half. The reported complaint of a broken set could be confirmed. The returned sample was observed to be broken in half. The break was observed to have smooth and fracture marks. The probable cause is from an unintentional bending force during use. A device history review (DHR) could not be conducted. The reported lot number is too short and not in ifactory.